Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a 60-year-old female patient that passed out, became syncope and had a head injury. Return product is not available for investigation. Method date collected tested result sample pos/neg I-stat (B)(6) 2026 1311 1330 900 ng/l wb-ven #1 pos. I-stat (B)(6) 2026 1543 1605 >1000 ng/l wb-ven #2 pos. Lab (B)(6) 2026 2120 2147 4 plasma neg. Lab (B)(6) 2026 0342 0425 5 plasma neg facility positive cut-off: I-stat- ni beckman: positive cut off value 0-12 (female) male (0-20). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml). Female 490 13 (10, 17). Male 404 28 (19, 58). Overall 895 21 (14, 30).